Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt had a correction of idiopathic scoliosis level t2-l1 in (B)(6) 2010. It was discovered the locking cap at level 2 has loosened from the pedicle screw and the rod luxated on an unk date. Pt was returned to operating room on (B)(6) 2012, hardware was removed. During the removal, it was noticed the locking cap at level t3 was loose also. It is not known if the pt was revised to any new hardware. No further info is available. This is 4 of 5 reports for this complaint.